Manufacturer narrative:
Device had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, fading serial number label, and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir will not locked in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had the missing joint and upper part. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.